Event description:
It was observed, that during the device evaluation. The scope exhibited corrosion at video connector, distal fiber breakage, dents on distal edge, minor stains under cover glass. And vertical lines on image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: corrosion at video connector, distal fiber breakage, dents on distal edge, minor stains under cover glass. And vertical lines on image. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.